Event description:
The surgeon reported via third party distributor, (B)(6) that a patient was required to undergo a revision procedure due to trunionosis. The surgeon further reported that the patient had extensive tissue necrosis and required extensive debridement. The surgeon reported that the head was revised but the stem was preserved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis report was completed. It concluded "the dark discoloration observed on the lfit v40 cocrmo head was a mixture of biological material and corrosion product. Evidence of a micromotioned induced corrosion process was observed on the internal female taper region. No material or manufacturing defects were observed on the surfaces examined." The provided medical record consisted of one x-ray which was deemed unsuitable for med review because of its poor quality, therefore further review was not performed. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event concerning the corrosion of the head was confirmed by the material analysis report. However the accusation of trunionosis could not be confirmed nor its root cause determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported via third party distributor, (B)(4) that a patient was required to undergo a revision procedure due to trunionosis. The surgeon further reported that the patient had extensive tissue necrosis and required extensive debridement. The surgeon reported that the head was revised but the stem was preserved.